Manufacturer narrative:
The complaint description is consistent with the presence of an irrigation hole punch from the yellow irrigation sleeve associated with the device. The supplier opened a corrective action (scar) to address this issue on 18mar2024. The trend analysis, risk analysis, and/or directions for use were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The sleeve is not available, therefore an evaluation cannot be performed. A review of the device history record cannot be performed as the lot number was not provided. The investigation is ongoing.

Event description:
A user facility in france reported that during a procedure, a piece of the sleeve was in the patient's eye. It was removed intraoperatively with no impact to the patient.